Event description:
Multiple malfunctions on the pump were reported. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method to ensure insulin delivery until.